Event description:
It was reported that the zimmer air dermatome quit running. Add'l clinical f/u with the rptr clarified the issue was that there was no power to the device. It was reported that the hose was checked to confirm that it was not the issue and still there was no power. The issue was noted during set up and there was a delay of 15 mins; however the pt was not under general anesthesia during this time. There was no pt injury, increased surgical time or medical intervention. An add'l device was available onsite to complete the procedure.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 10/27/1994 and was last repaired on (B)(6) 2013. Eval of the device observed the swivel was worn and the motor was frozen. Prior to repair, the device with within calibration specifications. The cause of the reported event is most likely the user not maintaining the device per proper handling according to the instructions for use. The device was serviced and returned to the customer.